Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrodes 3-4 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent delay remains unknown.

Event description:
During the premature ventricular contraction procedure, electrodes 3-4 appeared to fold in 3d and a delay occurred. The systems were restarted which did not resolve the issue. Another ablation catheter was used to complete procedure with no adverse consequences to the patient.